Manufacturer narrative:
Citation: lorusso r et al. Mitral valve replacement with a third-generation porcine valve: an italian multicentered study. Annals of thoracic surgery. 2020; 109:1865-1873. Doi: https://doi.org/10.1016/j.athoracsur.2019.08.111. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study of the postoperative outcomes in patients undergoing mitral valve repair with a porcine-based bioprosthesis. All data were collected from multiple centers between january 1998 and december 2011. The study population included 805 patients (predominantly female, mean age 74 years, mean weight 67 kg), all of which were implanted with medtronic mosaic bioprosthetic mitral valve (no serial numbers provided). Among all patients, adverse events included: structural valve degeneration (including wear, fracture, calcification, leaflet tear), low cardiac output, acute renal failure, respiratory failure requiring prolonged ventilation, neurologic events, major bleeding/hemorrhage, sepsis, thrombosis, thromboembolism, intestinal ischemic events, paravalvular leak, endocarditis. The reoperation rate was (B)(4)%. Based on the available information medtronic product was directly associated with the adverse events.